Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be filled.

Event description:
While burring the femur during a pka, the burr became disengaged. Upon investigation of the equipment, the burr tip was unable to engage onto the anspach. There was a surgical delay of 3 minutes.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr became disengaged. Upon investigation of the equipment, the burr tip was unable to engage onto the anspach. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr became disengaged. Upon investigation of the equipment, the burr tip was unable to engage onto the anspach failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(6) (engineer, r&d robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
While burring the femur during a pka, the burr became disengaged. Upon investigation of the equipment, the burr tip was unable to engage onto the anspach. There was a surgical delay of 3 minutes.